Manufacturer narrative:
H10: internal complaint reference: (B)(4).. H2: additional information in b5 & h6 (health effect - impact code). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The broken needle is comprised of 304 stainless steel spring wire and it is not intended for long-term implantation. Since we are unable to determine the location of the retained pieces, we cannot rule the possibility of micro-motion/migration of the retained pieces. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a hip arthroscopy with labral repair, the speedstitch needle broke off in the patient and not all the pieces were removed. The procedure was successfully completed with a 30 min delay using a back-up device. No patient complications were reported. No further complications were reported.

Event description:
It was reported that during a hip arthroscopy with labral repair, the speedstitch needle broke off in the patient and not all the pieces were removed. The procedure was successfully completed with a 30 min delay using a back-up device. No patient complications were reported. It is unknown how the procedure was finished or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).